Manufacturer narrative:
Follow-up # 1 date of submission 03/24/2014 - device evaluation: the pump has been returned and evaluated by product analysis on 03/05/2014 with the following findings: the keypad was found to be detached from the pump. During testing, the ok and contrast keypad buttons were unresponsive; the up arrow and down arrow buttons responded appropriately. There was no evidence of contamination found under the up arrow, down arrow and ok key contacts. The ok button contact was found to be inverted. The contrast button contact was missing. Unrelated to the complaint, evaluation revealed that the battery compartment was cracked extending from the threads to the case seal. There was evidence of moisture corrosion found inside the battery compartment. A leak test was performed and a battery compartment leak was found. The pump cover was removed and no moisture corrosion was found on the pump¿s internal components. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (damage prior to tactile change) issue. The reporter alleged that the keypad cover was detached from the pump and the up arrow keypad button was hard to push. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.